Manufacturer narrative:
The device will not be returned to the manufacturer due to iata shipping restrictions. When available, a failure analysis will be submitted as a follow-up report.

Event description:
A dacapo powerpack was received at service and repair. There was no user contact with the leaking electrolyte.

Event description:
A dacapo powerpack was received at service and repair. There was no user contact with the leaking electrolyte.

Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, the contacts are oxidized and signs of electrolyte leakage were observed. The noted leaking was likely the reason for the battery malfunction. No injury was reported.